Event description:
The customer reported that patient sample results had been miss-associated with the incorrect patient name when using the vitros 5600 integrated system for a single patient sample. The incorrect patient name was identified by the customer, so no erroneous sample results were reported from the laboratory. However, patient sample results miss-associated with the incorrect patient could lead to inappropriate physician action if occurred undetected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that patient sample results were miss-associated with the incorrect patient name due to a manual programming error by the operator. The operator assigned the incorrect patient name to the sample identification number of the sample being tested. Therefore, the root cause of this event was determined to be user error. There is no evidence the vitros 5600 analyzer had malfunctioned.